Event description:
Per information provided: (B)(6)2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was dissected off and a ventralex mesh (device #1) was placed and sutured." (B)(6)2014 - patient was diagnosed with abdominal pain thereby underwent explant of ventralex mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿the inflammatory tissue identified was dissected. The old mesh (device #1) was removed and a phasix mesh (device #2) was placed and sutured." (B)(6)2015 - patient was diagnosed with chronic left lower quadrant pain thereby underwent lysis of adhesions. Per operative notes, ¿there was omentum adhered up to the previously placed onlay mesh (device #2) and adhesions were taken down." Attorney alleges that the patient had adhesions, inflammatory tissue, pain and hernia recurrence.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 year post implant of phasix mesh, patient was diagnosed with adhesions and pain. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. This emdr represents the phasix mesh (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.